Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow up when the test of patient notifier using the programmer was performed, the vibration could not be activated. The test was attempted again by interrogating with another programmer, but the same event was observed. Device will be monitored. Patient¿s condition was stable.